Event description:
Customer reported low device readings = 46 & 53 mg/dl. Customer had blood work 1 week prior to a routine doctor appointment. The doctor increased the diabetic medication due to the high lab work and meter readings. Customer began taking increased medication amounts at dinner time and began "bottoming out" customer stated that they would eat something and then feel better but days later still feels weak, shaky, and dizzy. Controls were in range. A request was made for product return and replacement product was sent.